Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a warning message when it was interrogated, indicating the that s-ICD should not be implanted. A memory download was performed and sent to boston scientific engineering for review. Data analysis determined that the s-ICD experienced a memory inconsistency and it should not be implanted but rather returned for laboratory analysis. This was communicated to the field representative and the s-ICD was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The s-ICD was returned in its original packaging. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory found that the monitoring voltage was 9/18 volts and the remaining battery life was 99%. The s-ICD was interrogated with a 3200 tablet and found the initial screen for implanting the device. An implant procedure simulation as performed and no errors or alerts were found. The device was programmed back to storage mode and allowed to rest overnight. The s-ICD was interrogated again to perform another implant procedure simulation. The s-ICD emitted tones correctly and again, no errors or alerts were noted during analysis. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations.